Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that only the main coil was returned. The main coil was returned stretched. The interlocking arm was detached. No more damages were found in the device. Microscopic inspection of the main coil revealed that the zap tip has a smooth surface. The main coil was returned stretched. The interlocking arm was detached. Dimensional inspection of the main coil revealed the components were within specification except the number of fiber bundles, which were only 34 out of 37-44.

Event description:
Reportable based on device analysis completed on 10sep2020. It was reported that the coil got stuck inside the catheter. The target lesion was located in the severely tortuous right internal iliac artery. A 12mmx40cm interlock-35 coil was selected for use. During procedure, it was noted that the coil got stuck in the middle part of the catheter. The device was removed together with the catheter and the procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that there were missing fiber bundles.